Event description:
On (B)(6) 2010, patient reported the protective rubber on the infusion device is "basically gone." The protective rubber surrounding the up button completely fell off around thursday, (B)(6) 2010. Since then, the up button has become difficult to press and "sticks." Infusion device is worn is a belt clip. Patient started this infusion device on (B)(6) 2007 and boluses 6-8 times per day. The infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.